Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. The most probable cause of this issue was no problem detected, it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited missing adhesive (ke45) on the forceps cover and the cut on pink rubber . There was no patient involvement.